Event description:
The patient reported that she wore the v-go for 15 minutes before it fell off. Patient confirmed that she properly cleans the area before applying. Patient does not have the device in question available.